Event description:
07/2002 the hill-rom account manager obtained info from the facility indicating a pt with a cervical fracture was placed on the bed and thru the course of the percussion mode of the bed the pt was noted to lose range of motion abilities. The account reported that prior to the pt receiving percussion there was no neurological deficit but after post percussion the pt had no range of motion. However, the pt now, currently, has some range of motion.